Event description:
Caller indicated the relion micro meter was giving high readings. Customer purchased meter, and went home to test. He said his first test was 400's and then took meds to lower bg level, he waited 2 hours and retested again and he was reading at 500, so he took another pill, and began to feel ill. He tested with a friends meter, and his reading came back at 20mg/dl. He went to ER, had sweets to bring bg back up. Controls not used. Replacing product.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.